Event description:
It is reported that on (B)(6) 2010 the patient underwent uneventful stenting in the distal left anterior descending artery (lad) with one 2.5 x 8 mini vision stent, in the mid lad with one 3.0 x 28 xience v stent and in the left main coronary artery (lmca) with one non-abbott stent. Intravascular ultrasound was performed and a gap was confirmed between the mid and distal lad stents, therefore an additional 2.5 x 8 xience v was implanted to cover the gap. The procedure was completed with good blood flow and the patient was discharged from the hospital. On (B)(6) 2010, the patient experienced chest pain and was transferred to another hospital with cardio-respiratory arrest. The coronary angiogram showed low blood flow from the lmca onward, where the non-abbott stent was implanted. Percutaneous cardio pulmonary support was initiated but the patient died. The cause of death is currently unknown, although the physician speculates that the cause of death is probable thrombosis formation in the lmca but also possible that the patient died a sudden death for unknown causes, as the patient had been undergoing regular dialysis treatment. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, ischemia, thrombosis and death are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.